Event description:
The customer reported that the rubber mounts were broken on relays and other components. There is no pt or donor associated with a procedure on a 2991. This is a lab processing device only. This report is being filed in response to the customer filing an adverse event report. This event was found during caridianbct's routine review of the maude database on (B)(6) 2012.

Manufacturer narrative:
(B)(4). Investigation eval and corrective actions are in process. A follow-up report will be provided.